Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. A visual inspection of the as returned product identified dried blood and bone, signs of use and a damaged internal hex. Functional testing to recreate the reported event could not be performed due to the nature of the device & event as the reported event applies to implant placement. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Manufacturer narrative:
(B)(4). Reporter's email address not provided.

Event description:
It was reported that the internal hex of the implant (B)(4) was damaged. It was also reported that they completed the procedure with another implant.